Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when surgeon placed endoclip in the trocar went to fire the clip, then jaws got stuck in the open position, would not close. Had to take the trocar out with the clip applier. No damage to pt, no extension of operating room time.